Manufacturer narrative:
The reported event of loss of communication post device insertion was confirmed. Based on the information provided, it was determined that the device lost telemetry due to the attenuation of the bluetooth (ble) signal. The poor connectivity resulted in the magnet to be placed to reconnect.

Event description:
It was reported that during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. A magnet was used and the device was reinterrogated using ble and implanted successfully. The patient was stable.